Event description:
The reporter stated surgeon inserted an aq2015a silicone three piece lens and the heptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens. The reporter stated they were aware that this is off-label use.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn into pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.